Event description:
Lap chole - "clip made hole across cystic duct and clips would not close past cholangiogram zone. Doctor also said clips would not fold in jaws and some clips 'spit' out (ejected). Doctor also said that the trigger got stuck and he had to use two hands to pull trigger back." Pt status: stable.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.